Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The catheter was explanted after about three weeks implant duration for "infection due to spinal surgery." The organism was not specified. The pump contained lioresal; concentration and daily dose not reported. No patient symptoms or final patient outcome was reported.